Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a celsius¿ thermo-cool¿ electrophysiology catheter and when opening the package it was noticed that the pouch was not properly sealed. Nevertheless, physician thought there was no problem with sterilization and used the catheter as it is to complete the procedure. There was no patient consequence. This event is being reported because a packaging defect might compromise the sterility of the product exposes patients to the possibility of the introduction of micro-organisms into the vasculature, leading to an infectious process, bacteremia or sepsis.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Since lot # 15863454m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a celsius thermo-cool electrophysiology catheter and when opening the package it was noticed that the pouch was not properly sealed. Nevertheless, physician thought there was no problem with sterilization and used the catheter as it is to complete the procedure. There was no patient consequence. This event is being reported because a packaging defect might compromise the sterility of the product exposes patients to the possibility of the introduction of micro-organisms into the vasculature, leading to an infectious process, bacteremia or sepsis. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Since the original packaging was not returned, no further investigation could be performed. However during manufacturing process several on line inspections are in place to prevent this type of damage/defect from leaving the facility. The complaints database was reviewed and no other complaints were found. There were no units available on the inventory for further analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.